Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient had a low/empty reservoir alarm due to missed refill and the physician refilled the pump today and updated the pump but the alarms were continuing. Discussed silencing the alarm. Additional information received from the company representative reported that the patient lived 4 hours away and they were proactively trying to stop the alarms after refill so they wouldn¿t have to return to the office. The refill was later completed successfully, the alarm was stopped after the update, and the issue was resolved.